Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduced and confirmed the reported complaint of error m-02. The fse replaced the vio dv integrated electrosurgical unit (iesu) and a damaged release tab. The system was tested and verified as ready for use. Isi received the iesu related to this complaint for evaluation, but failure analysis investigation has not been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted following the completion of product evaluation and if additional information is received. The affected part part # 315111-02 (release tab) involved with this complaint is a field scrap item and will not be returning to isi for further investigation. Verification via logs confirms the occurrence of the error fault during a right hemicolectomy procedure on (B)(6)2022 using system sk3536 matching the documented event details. Review of the provided image cannot verify the alleged complaint. Root cause of the failure mode cannot be confirmed without the returned device. This complaint is being reported due to the following conclusion: it was reported that error m-02 occurred on vio dv iesu during the procedure. The fse followed up with the customer and confirmed the reported error. The fse replaced vio dv iesu as a solution. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer informed the technical support engineer (tse) that error m-02 and 1-71 occurred on vio dv integrated electrosurgical unit (iesu). The customer stated that the errors occurred in recent procedures, and the iesu power cord was connected independently each time. The tse reviewed the error logs and confirmed the errors occurred many times. The field service engineer (fse) will follow up. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any errors. The customer was able to use vio dv iesu during the procedure; however, error m-02 and 1-71 occurred frequently. The unit was replaced after the procedure. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio da vinci integrated electrical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis confirmed and reproduced the reported complaint. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. The root cause of the reported issue was attributed to a component failure.